Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Contacted the customer to find out the reason for the hospitalization. Found that the customer was in the hospital due to pneumonia. The hospitalization was not diabetes or pump related.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a hospitalization. The customer also reported that the insulin pump had a crack on the lcd screen. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The customer was also able to perform displacement test. The insulin pump will not be returned for analysis.